Event description:
The patient experienced withdrawal. An x-ray was done that demonstrated a disconnect- catheter not connected , connector off pump. The pump was explanted with a report of "connector broken".